Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no transmission was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that there was corrosion and contamination on the printed circuit board assembly which kept the unit from being able to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient pressed the green start button on the carelink monitor (clm) but the transmission was not initiated. The clm had the green power light lit, but pressing the start button "made no change" to the clm. A new monitor was sent to the patient. No patient complications were reported as a result of this event.